Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstrings seals would not load correctly into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 12/21/2009. The visual inspection revealed that the folded seal remains inside the loader. The delivery device was not attached to the loader and the plunger had not been depressed. Maquet is performed a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4).